Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass digital controller was used during a cholangioscopy procedure in the common bile duct performed on (B)(6) 2021. During the preparation, the light-emitting diode (led) in the tip of the spyscope ds ii is not working when it was connected into the controller. The controller was restarted, and the spyscope ds ii was removed and reconnected back into the controller; however, the problem was not resolved. Another spyscope ds ii was connected into the controller; but still there is no light. Both spyscope ds ii were tested on a different spyglass controller and no problem were noted. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event.